Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2018, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 4 years, 5 months after initial implant. Additionally, the patient has experienced significant inflammatory response having had blood drained from his knee. On more than one occasion, a bakers cyst formed behind the knee causing additional pain to the knee, calf, and foot. There is no device return. There is no other information provided.

Manufacturer narrative:
H10. D10.concomitants: 02-010-01-0350 - logic femoral ps cem right sz 5, 4696400. 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, 5179490. 200-02-38 - three peg patella 38mm, 5243076. These devices are for treatment not diagnosis. Pending investigation. There is no other information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."